Event description:
It was reported that a patient presented with high capture threshold on the right ventricular (rv) lead. During rv lead revision, there were helix rotation issues to retract the helix and the helix was unable to be extended. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.